Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip seen during visual inspection. There was no button response due to open connector on the lcd board. The prime, displacement, basic occlusion, occlusion and excessive no delivery tests were all unable to be performed due to keypad anomaly. The low reservoir alarm was unable to be confirmed due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and low reservoir alarm. Customer's blood glucose reading was 524 mg/dl. Customer treated their high blood glucose levels with a manual shot. Troubleshooting for keypad anomaly was performed. Customer advised the down arrow key was unresponsive, the patient was unable to scroll down at all and the esc/act buttons worked properly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.